Event description:
1.tightness test failed, flow sensor calibration test failed. 2. Performed tsw, check valve test-failed. 3. The leaf valve in the check valve assembly, detached already. (Please see picture attached)

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction [?]tightness test failed / leak test failed" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the check valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.